Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the c9 capacitor was shorted on the monitor's ca board. The cause of the inability to power on is the damage to the c9 capacitor component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective electrode belt.